Event description:
The healthcare professional reported left-side rupture and capsular contracture baker grade ii. The device has been removed and replaced.

Manufacturer narrative:
Continued e.1 phone number:(B)(6).a review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Photo analysis results:visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.capsular contracture: unable to observe since it is not related to the device.no further actions are required since no issue in the manufacturing of the device is observed.the reason for reoperation: rupture.